Event description:
Guide cut off too much femur (8mm). Doctor abandoned the right knee of a bilateral today because he felt the cuts on the left were too thick and too varus. Doctor cemented proud using 8mm of cement. Here are the cut thicknesses that were made: medial distal - 10mm - medial posterior - 12mm lateral distal - 10mm - lateral posterior - 9mm. No recuts were performed, but the distal resection was too thick. Had to leave the femoral component 8mm proud during cementation to correct the extension space - flexion space mismatch.

Manufacturer narrative:
Method - segmentation review, planning, jig review, MRI. Results - segmentation, planning and jig review was within specifications. MRI shows smoothing artifacts. Conclusion - no conclusion can be determined since the review indicated products was within specification.